Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, carrier tube assembly and pouch label. The returned sample was subjected to visual analysis. The temp dot on the pouch label had been triggered. The carrier tube assembly was mated to the hemostasis sheath. The locking mechanism was set to rear lock position. The suture was fully deployed with the clear stop showing. The collagen was tamped by the tamper tube. There were some blood-like substances on the returned sample, however, the collagen was not covered in blood-like substances. Based on the state of the returned device, functional testing could not be performed. The complaint cannot be confirmed since the device was returned with the carrier tube fully deployed in the hemostasis sheath. The exact root cause cannot be determined. It is likely this is the second carrier tube that was attempted to be deployed with the first device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they were unable to insert the involved angio-seal device into the insertion sheath. After the insertion sheath was inserted, the angio-seal device could not be inserted into the insertion sheath. Another angio-seal device from the same lot was then attempted to be inserted into the insertion sheath, but the second device could not be inserted, either. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250 ccs. No health damage to the patient. The procedure before deploying the device was androgen insensitivity syndrome (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The event occurred intra-operative. There were no other devices or equipment used with the reported product. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.